Manufacturer narrative:
Part 04.027.052s, lot 8359665: manufacturing site: (B)(4). Manufacturing date: 02 april 2013. Expiry date: 01 march 2023. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Per received x-rays, patient initials are either (B)(6). Additional product codes for this report include hwc.. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the us. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a patient underwent a revision procedure on an unknown date due to a non-union. Additional information regarding the circumstances surrounding the non-union are unknown. This report is 2 of 3 for (B)(4).